Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during attempt to implant the second stent from a trabecular microbypass stent system. Per report, the trocar fragment and the second stent were both removed from the operative eye intraoperatively. The procedure was completed using a back-up device, and there was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated three (3) times and no stents were found. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. Further inspection found surface features of the trocar indicating a tensile failure. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were broken or longer than usual, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were broken or longer than usual during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event of broken trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reiterated that the trocar tip was observed broken after deployment of the second stent in the patient's operative eye (od), and the procedure was completed with one (1) stent implanted from a back-up device. The report noted patient movement contributed to the event, with no report of adverse impact or intervention required. Per report, the patient status is "well" and the event resolved.